Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced clogging during injection. The following information was provided by the initial reporter: he stated that there is no insulin flow during injection.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced clogging during injection. The following information was provided by the initial reporter: he stated that there is no insulin flow during injection.

Manufacturer narrative:
H6: investigation summary customer returned a total of 4 used 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. 3 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 4 pen needles had become bent and 7 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.